Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and the delivery system was not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies neurlogic insufficiencies including stroke as potential complications associated with use of the device.

Event description:
As reported through the article titled, "outcomes following aneurysmal coil embolization with intentionally shortened low-profile visible intraluminal support stent deployment," during a retrospective review of patient's with intracranial unruptured aneurysms who were treated with lvis stent-assisted coil embolization from february 2016-january 2019, it was found that at discharge one patient's mrs score worsened from zero to four due to a symptomatic infarction. The patient was noted to have been treated with dual antiplatelet therapy for at least 10 days prior to the procedure.